Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and confirmed film buildup inside the hemoglobin chamber. The fse replaced the hemoglobin chamber resolving the issue. (B)(4). This MDR is related to MDR 1061932-2014-03031 for a similar event on a different date for the same analyzer.

Event description:
The customer reported intermittent, erroneous hemoglobin test results were generated when using the unicel dxh 800 coulter cellular analysis system. Hemoglobin test results were provided for one patient sample tested on (B)(6) 2014 using two analyzers. The hemoglobin result was erroneously low on one of the two analyzers. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the system. The fse identified the hemoglobin chamber as deficient and it was replaced. There were no erroneous test results reported out of the laboratory associated with this event. There was no death, injury or affect to user or patient treatment.